Manufacturer narrative:
Patient's information, event date, implant date, explant date and other relevant history, including preexisting medical conditions are unknown. Part and lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.